Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that during infusion on a smiths medical cadd®-solis infusion pump, the pump would turn off without prior warning. No further information is available and no adverse effects were reported.

Manufacturer narrative:
One used cadd®-solis vip ambulatory infusion pump was received for investigation. A review of the event history log confirmed the presense of a system fault 44510. The system fault was also present during testing. The root cause for the fault could not be determined.